Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a fracture was suspected on the atrial lead. The lead was disabled to prevent the possibility of crosstalk. The lead was explanted and replaced on (B)(6) 2012 during another procedure.